Event description:
It was reported that a patient presented in-clinic with high pacing impedance noted on the patient's left ventricular lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.